Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument and the blue sureform 60 stapler reload associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint regarding a tissue pushout event. The instrument was placed and driven on an in-house system, where it passed initialization. The instrument moved intuitively, with full range of motion in all directions. The jaws opened and closed properly. The firing test was performed twice, with different orientations of the distal end, and the instrument clamped, fired, and unclamped, without issue. A review of the log shows no errors. The reload was returned already fired. All of the pushers were deployed, and no unformed staples were found. The blade was at the distal end, and it was not exposed. The reload was found to have mechanical indentation damage to the blade. Commonly, the cause of this failure is attributed to mishandling/misuse. If additional information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. The csr was informed that the stapler and reload are both available for return to isi for evaluation; however, the devices have not yet been received. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument log for the sureform 60 stapler instrument associated with this event showed the instrument was installed on the system 12 times, and it fired 12 reloads (1 white, 8 blue, 1 white, 1 blue, 1 green, in that order). Excluding 1 aborted clamp completion on install 2, all clamp attempts were completed successfully. On each install, the firing was completed, with no pauses for compression. On install 11, which was the second to last install using a blue reload, the logs showed no errors. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted esophagectomy procedure, a tissue pushout event occurred while using a sureform 60 stapler instrument with a blue sureform 60 stapler reload. The stapler "did not fire the staples well" and the procedure was delayed.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, a tissue pushout event occurred while using a sureform 60 stapler instrument loaded with a blue sureform 60 stapler reload. The stapler "did not fire the staples well." As a result of this issue, the procedure was delayed. Per the clinical sales representative (csr) for the site, who spoke with the surgeon regarding this issue, it "sounds like it was one of the last fires." It was confirmed by the csr that there was a tissue pushout event, and the surgeon resolved the issue with the same stapler loaded with a new reload and the patient is doing great. Attempts to obtain additional information were performed, but no response was received.